Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This report is filed as the lock lever cap had broken during use. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 4. The first clip delivery system (cds0602-xtr 80417u194) was prepped per IFU. The mitraclip grasped the leaflets for the second time, without reported issues, when the lock lever cap was noted to be broken. The cds was removed without issues. A second cds (cds0602-xtr 80417u195) easily grasped the leaflets two times. During grasping and re-positioning for another grasp, the clip had been inverted 3 times. Following the last grasp, the posterior medial leaflet (pml) was 2-3 cm over the annulus. Tissue from the pml was noted on the gripper. The clip was not implanted and the devices were removed without reported issues. The mr remained grade 4. Reportedly, no strong movements were made at any point and the grasping was easy. The patient went to surgery and is stable condition. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was received and investigated. The reported broken lever cap was not confirmed; however, the analysis identified a broken lock lever luer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported lock lever cap break appears to be the lock lever luer break; however, the investigation was unable to identify a definitive cause for the break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.